Event description:
The customer reported that the housing of the pump in style transformer was broken in half and she was shocked. The customer reported that no physical harm was caused.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to obtain additional information regarding this event were unsuccessful, including, a final attempt by letter. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.